Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 108 (night drain #8) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's prescibed fill volume. The alarm occurred on (B)(6) 2014 10:23:01. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed rite testing. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The cause of the high drain alarm was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.